Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and provided trouble shooting recommendations. The physician has not yet brought the patient in for testing. This ICD and the rv lead remain in service. No adverse patient effects were reported.